Event description:
It was reported that the bd eclipse¿ needle experienced a broken safety mechanism. The following information was provided by the initial reporter: nurse was using syringe to draw up normal saline to mix covid vaccine. Went to click the safety device post use, safety broke right off. Nurse was not harmed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2011006. The review did reveal one quality notification issued during the production process that could have potentially been associated with this type of defect. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no defects were observed with the safety mechanisms and it was possible to correctly activate all of the mechanisms by following the instructions for use. Although a quality notification was identified, without the affected sample we cannot confirm if the defect is related to the quality notification.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced a broken safety mechanism. The following information was provided by the initial reporter: nurse was using syringe to draw up normal saline to mix covid vaccine. Went to click the safety device post use, safety broke right off. Nurse was not harmed.